Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose was 94 mg/dl. The customer cleared the alarm by changing the pump supplies and priming the tubing. Insulin delivery was resumed. Another occlusion was not received.